Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log was performed. Per logs, the instrument was last used on (B)(6) 2022. The instrument had 10 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument insulated wire was loose and not in its intended location. There was no report of patient involvement, mitigating any potential harm. On 11-may-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated that the black cable (conductor wire) was not anymore in the wire conductor and the wire insulation was loose. There was no loss of cautery associated with the loose cable, also there was no signs of thermal damage at site of conductor wire breakage. The alleged issue was identified during central processing on (B)(6) 2022. This instrument was last used on (B)(6) 2022 on system (B)(4) and was inspected prior to use with nothing out of the ordinary noticeable. No information about whether the instrument did collide or not with any other instrument or tool during the last procedure usage. After the completion of this procedure, the instrument was inspected for any damage but there were no damage or anything out of the ordinary. The hospital declined to provide patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. For clarification, the fbf instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the fbf instrument passed an electrical continuity test. The root cause of a dislodged conductor wire is a component failure.

Event description:
Refer to h10/h11 for follow-up information.